Event description:
The customer contacted physio-control to report that their monitor display went blank after delivering 5 shocks to the patient. There appeared to be power to the monitor as the led for the shock button remained illuminated; however when the power button was pushed the device did not respond. Another crew was onsite and their monitor was used on the patient for the remainder of the call. The delay between the use of the two devices was less than a minute. The customer had to remove both batteries from the device and reinstall them in order for the customer to turn the device back on. It was observed that one battery was at full charge and the other at half charge. The patient did not survive. The customer, a health care professional determined that the device use did not contribute to the patient outcome; because there was minimal delay between the use of the first device and the back-up device, and the patient did not have a shock-able ECG rhythm. Additional defibrillation was not required because the patient¿s ECG rhythm showed pea. No further details about the patient, or the event, were provided by the customer. Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome.

Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing the device will be returned to the customer for use. Based on an initial evaluation of the device keylog data, it appears that the device may have locked up; however, this has not been confirmed. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that their monitor display went blank after delivering 5 shocks to the patient. There appeared to be power to the monitor as the led for the shock button remained illuminated; however when the power button was pushed the device did not respond. Another crew was onsite and their monitor was used on the patient for the remainder of the call. The delay between the use of the two devices was less than a minute. The customer had to remove both batteries from the device and reinstall them in order for the customer to turn the device back on. It was observed that one battery was at full charge and the other at half charge. The patient did not survive. The customer, a health care professional determined that the device use did not contribute to the patient outcome; because there was minimal delay between the use of the first device and the back-up device, and the patient did not have a shock-able ECG rhythm. Additional defibrillation was not required because the patient¿s ECG rhythm showed pea. No further details about the patient, or the event, were provided by the customer. Physio-control performed a clinical review of the reported patient event and also concluded that the device usage did not contribute to the patient outcome.